Event description:
It was reported that an (B)(6) female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced right side capsular contracture post procedure. As a result, replacement with a 300cc mentor memorygel breast implant was performed on (B)(6) 2019. A subsequent event with the replacement device was reported under 1645337-2021-13324.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).